Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The meter DHR has been reviewed and it was released from the factory within specification. No test strip lot information was provided. The owner's guide has been carefully reviewed. There is no indication the event occurred due to poor labeling. Ibgstar field returns regarding similar complaints have been reviewed and there is no evidence the event occurred due to a component failure. The hbalc levels reported by the patient (normally hbalc is 7.4% and 9.7% during hospitalization) indicate that her blodo glucose had been elevated in the past three months. It is possible the ibgstar was accurately measuring these higher levels. Without the meter or the results from the hospital to compare, it is unknown whether the meter results were reported high or low. Based on the limited information provided, the root cause of the incident is unknown. The complaint will be trended.

Event description:
Both events were reported (B)(6) 2014. The patient is a (B)(6) year old female that was diagnosed with type 1 diabetes in (B)(6) 1997. She currently uses an insulin pump with the ibgstar meter. Her normal hbalc is around 7.4%. On (B)(6) 2014, during her vacation, she was hospitalize for aphasia due to severe hypoglycemia. While at the hospital, her blood glucose values at home for which she was increasing her bolus insulin dosages leading to overdose. She recovered and was discharged from the hospital. On (B)(6) 24, she was hospitalized for uncontrolled diabetes. She lost 6 kg in 15 days. Her hbalc was measured at 9.7%. Her blood glucose was measured with the ibgstar upon check-in ((B)(6) 2014) and at end of hospitalization ((B)(6) 2014). These measurements were not provided. The nurse also reported a 50% difference between the ibgstar and the hospital laboratory. These measurements are also not provided. The patient recovered and was discharged (B)(6) 2014.